Manufacturer narrative:
Additional information was received that the patient did not have a headache on the trial and it was reported that there was no dura puncture.

Event description:
A report was received that the patient was experiencing a terrible headache during the trial period. The physician confirmed dura puncture and believed that the headache was procedure related. The patient had a lead pull and was reportedly doing well.

Event description:
A report was received that the patient was experiencing a terrible headache during the trial period. The physician believed that the headache was procedure related. The patient had a lead pull and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.